Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 52mm maximum abdominal aortic aneurysm. The aortic neck length was 17.5mm it was reported during the index procedure, the physician implanted 6 heli-fx endoanchors in order to prevent neck dilation and to treat a type ia endoleak. The type ia endoleak was not resolved with the placement of the endoanchors. A CT carried out on 2 follow-ups later showed a type ii endoleak was present at the lower mesenteric artery and lumbar artery. Another follow-up showed a type ia and type ii endoleak was seen on imaging. It was said this type ia endoleak is a previous type ii endoleak miscategorized. It corresponds to the lumbar artery type ii endoleak. In order to treat the type ia endoleak and aneurysm enlargement, an aortic cuff was implanted as well as 2 renal stents which did not resolve the endoleak. The site assessed the type ia endoleak as having a causal relationship to the procedure and unlikely related to the device (uncertain which device). The sponsor assessed the type ia endoleak as not related to the procedure but possibly related to the device (endoanchor).  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that the cuff implanted to treat the type 1a endoleak on (B)(6) 2021 was a medtronic device ( etcf3232c49ee ) d4: updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 52mm maximum abdominal aortic aneurysm. The aortic neck length was 17.5mm it was reported during the index procedure, the physician implanted 6 heli-fx endoanchors in order to prevent neck dilation and to treat a type ia endoleak. The type ia endoleak was not resolved with the placement of the endoanchors. A CT carried out on 2 follow-ups later showed a type ii endoleak was present at the lower mesenteric artery and lumbar artery. Another follow-up showed a type ia and type ii endoleak was seen on imaging. It was said this type ia endoleak is a previous type ii endoleak miscategorized. It corresponds to the lumbar artery type ii endoleak. In order to treat the type ia endoleak and aneurysm enlargement, an aortic cuff was implanted as well as 2 renal stents which did not resolve the endoleak. The site assessed the type ia endoleak as having a causal relationship to the procedure and unlikely related to the device (uncertain which device). The sponsor assessed the type ia endoleak as not related to the procedure but possibly related to the device (endoanchor).  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.